Event description:
Same case as MFR#: 2134265-2010-03625. It was reported that during a ureteric stenting treatment procedure there was difficulty positioning the stent. The f/g flexima (B)(4) was inserted and when the stent was in a "suitable" position, the suture was used for adjusting position and was cut in order to remove it. When the suture was pulled it did not come free and force was required compromising the stent position. A 4fr non bsc dilator was used to support the stent and the suture was removed successfully. This occurred twice as this patient was having both kidney treated. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)